Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient suffered from allergic reaction events on (B)(6) 2024. Insertion site was leg. Patient got treated with ointment like dermovate 0,5mg/g andcetomacrogol cream with 20% vasaline. No further information available.